Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: it was reported that the sleeve failed to retract. When using safety-lok blood collection set for testing, after purging the line, the sleeve failed to retract back over the needle. Leading to liquid to leak out of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-21. H6: investigation summary: bd received 1 sample and 1 photo from the customer for investigation. Photo was reviewed and sample was evaluated by visual examination and functional examination and sleeve side pierced was observed. 50 retention samples from bd inventory were evaluated by visual examination and functional testing and the indicated failure modes were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint has been confirmed for sleeve side pierced. Side-pierced rubber sleeve could be caused by manufacturing process or usage. After product assembly, every product is checked visually to confirm the conditions of rubber sleeve. Therefore, a product with side-pierced rubber sleeve is discarded automatically. The possible cause of side-pierced rubber sleeve related to usage is to have needle tip contact rubber sleeve when taking the product out from an individual package, and/or not to insert blood tube straight to needle tube. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: it was reported that the sleeve failed to retract. When using safety-lok blood collection set for testing, after purging the line, the sleeve failed to retract back over the needle. Leading to liquid to leak out of the needle.